Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly; the pusher assembly was kinked approximately 5.0, 10.0, 30.0, and 92.0 cm from the proximal end of the pusher; the stretch resistant wire (sr wire) was fractured and the coil was not returned. The proximal constraint sphere was intact with the distal detachment tip (ddt); the introducer sheath was kinked approximately 3.5 cm from the distal tip. Conclusions: evaluation of the returned device revealed that the pusher assembly was kinked, the sr wire was fractured, the introducer sheath was ovalized, and the coil was not returned. The kinks in the pusher assembly likely occurred from improper handling during use or packaging the device for return. If force is applied while resistance is felt during advancement, it is likely that damage will occur. The fractured sr wire likely occurred from retracting the device against the reported resistance. The ovalization in the introducer sheath could have contributed to the resistance that was felt during advancement. The pc400 coils are 100% functionally tested and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery using penumbra coil 400 coils (pc400 coils). During the procedure, the physician successfully deployed and detached nine pc400 coils into the aneurysm using a px slim delivery microcatheter (px slim). While advancing a new pc400 coil through the px slim, the physician met resistance and the pc400 coil was removed. The physician successfully advanced a guide wire through the px slim and confirmed that the px slim did not have any issues. The physician then made another attempt to advance the same pc400 coil through the px slim, but was unsuccessful and the pc400 coil was removed. The procedure was completed after an angiograph confirmed that the embolization was successful. There was no report of an adverse effect to the patient.